Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device broke while retrieving a portion of the stomach. The physician retrieved the pieces of the bag and stated that he retrieved all of the pieces. The bag was inspected and all pieces. There was no patient injury.